Event description:
Amo received a report from a female patient experienced a contamination in her eye. Product name and other details were not provided in this initial report. Follow-up information later received indicated that the date of event was 2006. That morning, the patient opened a new focus sofcolors lens package (note this is a non-amo product) and instilled the lens into the left eye. At noon, her eye begun to irritate and she consulted a doctor. Thereafter, she consulted an eye doctor who sent her to a hospital after some days. The medical report states patient was hospitalized 5 days later for a week due to a corneal ulcer left eye. The report noted os mixed injections, edematic cornea, ring infiltrates with weak chronic and overlying epithelial defects, mucous secretion, hypopyon, hematoma lower eyelid. Patient given intensive treatment with trafloxal, brolene and chlorhexidine, and atropine. Patient history on the medical report states "for 17 years contact lenses (...), complete as solution." The last available medical record dated october 18, 2006 indicates that the patient's cornea in the left eye was centrally opaque without epithelial defect and there were no signs of inflammation in the anterior chamber visible. The peripheral cornea remained slightly edematous. Conjunctival injection was decreased. Topical treatment was continued.

Manufacturer narrative:
There is no mention on the medical report of any relationship between the adverse event and use of complete. The manufacturer has not received any other details about the product used except for information in the hospital record stating in patient history, "complete as solution". No lot information is available. The complaint unit has not been returned for evaluation. No testing is possible.